Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received unexplained motor errors. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump received no insulin delivery alarms and diminished battery life. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm, no excessive no delivery alarm and no unexpected battery power loss anomaly during test noted. Motor passed motor test.